Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the blood glucose ran high at 18 mmol/l and that the insulin pump did not deliver a bolus. The insulin pump failed the high pressure test. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing including the self test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion test and occlusion test. However, the insulin pump was received with a minor scratched display window, scratched case and a pillowing keypad overlay.